Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, matrix drawer 3 lock would not open and remained locked. The drawer could not be unlocked from the rear panel, and reboot attempts did not resolve the issue. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the matrix drawer was unable to open with failed to close error and unable to recover. A field service engineer (fse) logged into carefusion admin and found drawer sensor showed as open even though drawer was physically closed. The fse removed and replaced the drawer sensor cable and rebooted the station. Post-reboot, the customer successfully recovered the drawer and completed inventory testing without issues. The station was powered down and restarted again and repeated inventory testing passed with normal operation. The system functioned as intended after the field service engineer repaired the device.